Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/19/2021. H.6. Investigation: bd received 500 samples and 9 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for hub/collar separation with the incident lot was observed. Additionally, the customer samples were evaluated by torque force test and the indicated failure mode for hub/collar separation with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Based on the investigation results, the most likely root cause is that the parts were shifted upright in the box and the box loader robot arm crushed the units as it was placing more units into the box. The units received by the customer were not discarded and were inadvertently packed out. H3 other text : see h.10.

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: the "product separated while in use. Customer states the needle broke in half while in use after the second vacutainer was collected. The vacutainers are bd. Blood was exposed but no post-exposure testing was required as ppe was worn and patient was ok."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® eclipse¿ blood collection needle with pre-attached holder experienced the hub separating from the device. The following information was provided by the initial reporter. The customer stated: the "product separated while in use. Customer states the needle broke in half while in use after the second vacutainer was collected. The vacutainers are bd. Blood was exposed but no post-exposure testing was required as ppe was worn and patient was ok."